Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range (oor) shock impedance measurements. Boston scientific technical services (ts) recommended further testing to evaluate the lead integrity. The system remains in service. No adverse patient effects were reported.